Event description:
It was reported that there was a catheter issue. There was revision scheduled for 2015 (B)(6), where the dose was being decreased immediately post operatively. At the last refill (2015 (B)(6)) they had pulled out more drug than anticipated. The actual residual volume was greater than the expected residual volume. The manufacture representative did not have specific values for volumes but believed they pulled out around 15%-20% more drug. The patient had been on morphine but was changed to dilaudid. According to the patient, the dilaudid dose was increased because they were not getting any relief. The manufacture representative did not know when the change occurred. A catheter dye study was performed on 2015 (B)(6) and it was determined that the drug was not reaching the tip of the catheter. It was noted that the catheter was fractured but the location of catheter fracture was unknown. Prior to the revision the patient was receiving a dose of 2.17mg/day and after the revision, the dose was decrease to 0.75mg/day. It was unknown when the issues first started. During the revision a new catheter was implanted and 21.5cm was trimmed from the spinal segment. It was noted that there was no obvious fractures in the old catheter. The patient was an inpatient and seemed to be doing fine. The pump system was delivering bupivacaine and dilaudid.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated the patient experienced failures of kinked catheter; pump failure. The patient had injuries of withdrawal and hospitalization.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: 2015 (B)(6); product type catheter. (B)(4).